Manufacturer narrative:
Ulomas are known and widely documented effects in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction by the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. A treatment with hyaluronidase (with or without anti-inflammatories) generally allows to treat these reactions quickly and effectively. In addition, the risk of such a reaction is mentioned in the instructions for use of teosyal products. Bibliography: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14. Signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6): 961e-971e. Lee, j. M. And y. J. Kim (2015). "Foreign body granulomas after the use of dermal fillers: pathophysiology, clinical appearance, histologic features, and treatment." Arch plast surg 42(2): 232-239.

Event description:
This event happened outside the united states in (B)(6). According to the received information, six months after an injection of teosyal rha4 to correct jawline with cannula. The patient complained an induration, like a nodule, in treated area (only one side) that it was noticeable only by touch. Patient carried out an ultrasound and the report was: a granuloma following filler treatment. Then, patient decided to contact another doctor for hyaluronidase treatment and the problem is being resolved. According to an additional report received from the (B)(6) subsidiary on 2020-07-22, the injection was in the cheeks area (not jawlines as mentioned first by the injector). The granuloma was on the cheek area too (only one side), closed to the nose bond. Still according the information on this report, the patient decided to contact another doctor for hyaluronidase treatment but now he has not been injected yet.